Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient experienced complications and injuries caused by pelvic mesh, including mesh exposure, serious and life-altering injuries, and pain. The patient underwent four revision surgeries on (B)(6) 2017; (B)(6) 2017; (B)(6) 2017; and (B)(6) 2017. During each of these surgeries, the physician excised mesh material that had eroded and become exposed, causing pain and injuries. On (B)(6) 2019 the patient required additional surgery, during which additional eroded and exposed mesh material was excised. The patient required extensive medical treatment including the excisional surgeries, as well as other invasive treatment, and will continue to require future medical treatment because certain injuries were reported to be permanent in nature.

Event description:
Additional information received further reported that between (B)(6) 2016 and (B)(6) 2019, the patient experienced pink-tinged urine in her urinary catheter tubing, residual mid urethral mobility, vaginal bleeding, bladder spasms, recurrent urinary tract infections, bladder trabeculations with some cystitis noted in the bladder, stones at the bladder floor with possible mesh erosion through the bladder wall, 1 centimeter exposed mesh in the posterior bladder wall, residual mesh exposure described as small threads proximal to the trigone, suprapubic pain, constipation, urine analysis positive for leukocytes and enterococcus faecalis. The patient underwent removal of the exposed mesh and foreign body. Another manufacturer¿s graft was placed in the bladder. In (B)(6) 2018 there was no visible mesh in the bladder. The patient experienced bladder irritation and feeling of heaviness. In (B)(6) 2018, exposed mesh was noted in the bladder and the patient experienced recurrent urinary tract infections, and a sensation of incomplete bladder emptying. A small stone was noted behind the interureteric ridge, likely adhered to mesh. In (B)(6) 2019, the patient underwent cystolitholapaxy and laser ablation of the mesh. Small calcification was present at the mid trigone distal to the right ureteral orifice with a small amount of mesh exposure underneath the calcification.